Event description:
It was reported that pump displayed a minimum fill notification when caller attempted to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge independently without further troubleshooting, and case was closed by technical support with no additional actions taken.